Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the diagnostics didn't match up. The mode switch count is 42. The mode currently has switched but there are no mode switch episodes for the current date. The device is still in use. No patient complications were reported as a result of this event.